Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the t1, t2 and suture are still in place on the needle. The actuator is in the pre-t1/post t2 position. There is bio debris present. A functional evaluation showed the actuator pushed the t1 off the needle and moved to the pre-t2 position as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 could not be deployed. T1 was removed from the patient by tweezers. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.